Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is indicating that it needs to be rewound. Customer indicated that insulin was not delivered all night long. Customer's blood glucose was 110 mg/dl but then went quickly to 190 mg/dl. No further information was given as customer's phone call was transferred.